Event description:
It was reported that the patient's left ventricular (lv) lead was dislodged and pulled back into the coronary sinus as a result the thresholds were high. The physician attempted to re-position the lead but was unsuccessful. The lead was capped but not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated no anomalies.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).